Manufacturer narrative:
Refer to manufacturer report #3004209178-2013-12020. The patient had two implanted systems and it was unclear if the information in this report pertained to one of both systems. Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
The manufacturer representative reported there was bad lead placement which had to be compensated with high voltage. The battery depleted faster than expected due to this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.